Manufacturer narrative:
The user was hospitalized for about six months due to a stomach infection.the user didn't clarify if the event was related to her diabetes.per dms, user is not using the system since (B)(6) 2025.

Event description:
Senseonics was made aware of an incident where user was hospitalized for about six months due to a stomach infection. The user didn't clarify if the event was related to her diabetes. Per dms, user is not using the system since (B)(6) 2025.